Event description:
It was reported the wire of the product (cable) was found damaged. The cable was returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4)continuity test of the 2 poles of the cable was performed and the positive pole of the cable is open.